Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit had a fault log "137". There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Additional point of contact name: (B)(6). It was reported that during preventive maintenance pm the cardiosave intra-aortic balloon pump (iabp) had fault ID code 137. There was no patient involvement and no patient harm reported. A getinge field service engineer fse. Discovered during pm. Fault log code ¿132¿ appeared a few times in (B)(6) 2022. Per service manual protocol, replaced display monitor. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.